Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: the shot was administered and when the ma when to pull the needle out the actual needle came out of the hub of the safety part and remained in the patient's arm. The needle was still sticking out a little so we were able to remove it without issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022. H6: investigation summary: it was reported the needle pulled out of the hub and remained in a patient's arm. To aid in the investigation, one sample without the plastic shield or packaging blister was received for evaluation by our quality team. A visual inspection was performed and there are no residues of epoxy at the needle hub. The needle itself has a droplet of epoxy. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the defect reported. A device history record review was completed for provided material number 305916, lot number 1095591. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1095591 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: the shot was administered and when the ma when to pull the needle out the actual needle came out of the hub of the safety part and remained in the patient's arm. The needle was still sticking out a little so we were able to remove it without issue.